Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all three of the patient's leads were removed due to twiddler's syndrome. All of the leads were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.